Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the cylinders being too short for the patient. All components of the existing ipp were explanted and replaced with a new ipp with longer cylinders. No patient complications were reported.